Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The cannula was bent when the infusion set was removed. Troubleshooting was performed and the insulin pump passed the prime test. A customer did not have a tubing clamp to run the high pressure test. A tubing clamp was sent to the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.